Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 14cm distal to the df4 connector pin (into 2 segments). All fragments were received for analysis. The analysis showed, that the insulation was found damaged due to wear. In particular the insulation in the distal part of the lead was found rubbed through. In this region the conductor cable leading to the rv shock coil was found fractured, which is assumed to be the root cause of the high shock impedance. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a deformed shock coil, most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approximately 63 months, it was reported that the lead was extracted due to high shock impedance.